Event description:
It was reported during a procedure at the healthcare facility, the device disassembled. Upon follow up, the user facility was not able to provide any further information regarding the reported event.